Manufacturer narrative:
During our evaluation, the complaint was confirmed. The tip is broken at the suture pickup slot; and the needle is bent. No further investigation is warranted at this time; no conclusion can be made. (B)(4).

Event description:
During use the tip broke off in patient; doctor was unable to retrieve piece. Was able to view on x-ray however, was unable to see in scope to retrieve it.